Event description:
Info received from our (B)(4) affiliate. On (B)(6) 2012, the (B)(4) affiliate received a medical claim that was faxed by (B)(6). The treating eye cre professional (ecp) reported that a pt initially experienced discomfort of (B)(6) 2012, the pt experienced injection and pain in the od; the pt presented to the ecp the same day. The pt was diagnosed with a corneal ulcer and iritis od. The ulcer was suspected to be infectious. The ulcer was "curetted away" and a culture was sent. The culture results were negative. The pt was treated with cravit eye drops 0.5% and q1hr, mydrin-p ophthalmic solution qid and instructed to return for f/u on (B)(6) 2012. The pt returned for f/u on (B)(6) 2012. F/u on (B)(6) 2012: tarivid ophthalmic ointment was added. F/u (B)(6) 2012: cravit gtts d/c'd and bestron opthalmic gtts were prescribed. F/u (B)(6) 2012: pain od resolved. The pt was instructed to continue to d/c contact lens wear. The pt was instructed to return for f/u: the pt never returned to the clinic for f/u as instructed. The lot number of the product in question is unk. The product in question is not available for return for eval. No add'l info is available. If add'l info is received, will report within 30 days of receipt. One-day acuvue define brand contact lenses are not marketed in the united states. (B)(4).

Manufacturer narrative:
Conclusions: no eval will be performed. No conclusion can be drawn.